Event description:
It was reported that in situ measurements showed several electrode channels in status hi. It is not known if there was an impact or not. The pt complained that he was not hearing as well as in the past. A CT will be obtained. Re-implantation could be considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.